Event description:
It was reported that during the procedure, a 3.0x12 rx vision stent delivery system (sds) was advanced, but was unable to cross the concentric, de novo lesion in the heavily tortuous mid left anterior descending (lad) coronary artery. After the stent was unable to cross, though excessive force was not applied, an abrupt closure of the lad occurred after sds withdrawal, the patient reportedly became unstable, experiencing severe chest pain, diaphoresis, hypotension, and difficulty breathing; the patient subsequently required emergency coronary artery bypass graft (CABG) surgery. There were no adverse patient sequelae, as the patient reportedly did fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.